Event description:
The complaint is reported as: "with a product of the new version (with white adapter) an instability was seen like a loose contact, thereby the oxygen therapies was interrupted." No desaturation occurred. No injury to the patient. The patient current condition is listed as "fine".

Manufacturer narrative:
(B)(4). An empty 340 ml water bottle, lot # 18b438, was received for evaluation. The water bottle arrived with a humidifier adaptor attached to it and the trigger was fully removed. The water bottle and humidifier adaptor assembly was attached to a flowmeter to check for stability. No loose connections or instability was observed between the adaptor and the flowmeter or between the adaptor and the water bottle. Based on the investigation performed, the reported complaint could not be confirmed.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "with a product of the new version (with white adapter) an instability was seen like a loose contact, thereby the oxygen therapy was interrupted." No desaturation occurred. No injury to the patient. The patient current condition is listed as "fine".